Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had broken/damaged issue. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (chr, DHR and shr) it is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14may2018. The review was performed from the date of manufacture to the present date 28jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged issue. There was no patient involvement.